Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes after centrifugation, the tubes show red streaks on the walls. The following information was provided by the initial reporter. The customer stated: we are experiencing problems with the dry gel tubes, yellow cap - reference 367955 - lot 2171047. Indeed, after centrifugation, the tubes show red streaks on the walls.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes after centrifugation, the tubes show red streaks on the walls. The following information was provided by the initial reporter. The customer stated: we are experiencing problems with the dry gel tubes, yellow cap - reference (B)(4). - lot 2171047. Indeed, after centrifugation, the tubes show red streaks on the walls (see photo below).

Manufacturer narrative:
H.6. Investigation summary:a device history record (DHR) review was carried out on all the implicated lot numbers (manufactured on line 1) associated with the recent increase in sample quality complaints being reported on 367955 sstii tubes. This review identified, from in-process checks, that on each lot number the correct amount of additive was dispensed into the tubes. A review of the additive mixing records for these lots also confirmed that the additive suspension was manufactured correctly, prior to being dispensed into the tubes. A visual comparison of implicated tubes against the same catalogue number manufactured on a different line indicated a potential difference in the spray height of the additive on the inside of the tube wall, with the implicated tubes having a lower pattern. Clinical evaluation of these two groups of tubes showed that tubes from the suspect manufacturing line were more prone to red cell hang up / ring than tubes assembled on a different line, due to spray pattern observed. A corrective and preventive action (CAPA) was therefore opened to investigate this phenomenon. This complaint has been confirmed for the indicated failure mode red cell hang up.